Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a physician had called him stating his tablet programmer was having a communication error. The company representative went to the office and was also getting the same communication error with his demo generator. The company representative then replaced the usb serial data cable and the communication issue resolved and was working fine. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.